Event description:
It was reported the patient experienced discomfort at the ipg site due to the patient losing a significant amount of weight. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a new model. The ipg site was also moved to a new location. The patient's issue is now resolved.

Manufacturer narrative:
Field advisories: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.